Manufacturer narrative:
Results: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. Conclusions: users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each pt before using the devices.

Event description:
On (B)(6) 2010, the pt underwent endovascular repair of a thoracic aortic aneurysm using gore tag thoracic endoprosthesis. The final angiogram showed no endoleak. The aneurysm size measured 65 mm in diameter. On (B)(6) 2010, a follow-up computed tomography (CT) showed no endoleak. The aneurysm size measured 60 mm in diameter. On (B)(6) 2012, a type 2 endoleak originating from an intercostal artery was identified. There was no aneurysm enlargement reported. The physician injected a liquid embolic agent (nbca/n-butyl-2-cyanoacrylate) and implanted another gore tag thoracic endoprosthesis (tgt3420/9487280) to repair the type 2 endoleak. The pt tolerated the procedure. On (B)(6) 2012, a follow-up CT showed the resolution of the endoleak. The aneurysm size measured 52 mm in diameter.